Manufacturer narrative:
Continuation of d10: product ID a810, lot# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the company representative (rep) regarding an external device. The company rep reported that the synchromed app prompted a service code 338 error during a patient's device reading. Service code 338 occurs when a therapy application was left running in the background of a device and times out after a certain period of time. Diagnostics/troubleshooting performed included closing out of the synchromed app and informed the company rep that the service code 338 prompts when the application times out. The issue resolved at the time of this report.